Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, foreign objects in nozzle, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down knob out of the standard value, adhesive on angle rubber had white-clouded area, adhesive on angle rubber cracked, adhesive around objective lens peeled, adhesive around light guide lens peeled, distal end cover scratched, and connecting tube scratched. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera elite colonovideoscope having cracked light guide lens. Upon inspection and testing of the returned device, foreign material was found exiting the scope air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material, which was bigger than the inner diameter of the air/water nozzle, had entered inside the air/water channel and resulted in the clog. The cause of the material entering the channel could not be specified. The nozzle was not reported to have been deformed and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The following information was obtained from the customer regarding device handling; the user cleaned, disinfected, and sterilized the device before requesting repair, the user did not know when the foreign material adhered to the scope, the user does not believe it is possible that the scope was used with the foreign material attached, there was no delay to pre-cleaning, air/water was supplied to the nozzle, reprocessing accessories were reported as normal, the air/water nozzle was wiped/brushed with a gauze, brush, or sponge, and liquid was sent to the air/water nozzle. Olympus will continue to monitor field performance for this device.